Event description:
During service of the heater-cooler unit the technician detected that the unit had burn marks on the insulation around the cardioplegia heater element.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility critial care, ab, solna sweden. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.